Event description:
The surgeon attempted to implant a cq2003v lens but removed it after whitish material was ntoed on the optic and haptic. The lens was removed for iol exchange. The pt's prognosis is excellent and the post-operative best-corrected visual acuity was 20/20.